Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient was using a transmitter that had expired. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of permanent loss of antenna was returned on (B)(6) 2014. Evaluation of the returned receiver did not confirm the reported event.